Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert due to high out of range shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the data and stated that there was a very slow increase in impedance with some occasional higher measurements that are no higher than 126 ohms. There was no evidence of noise in the available episodes or in the presenting electrogram (egm). Ts recommended troubleshooting options. This device currently remains in service. No adverse patient effects were reported.